Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed loss of capture. Threshold testing was performed revealing no capture at maximum output settings. Impedance measurements increased approximately two hundred ohms but were within acceptable measurements. P-wave amplitude decreased from 5.2mv to approximately 1.4 mv. It was thought the lead was micro-dislodged. No x-ray was performed to confirm the lead's position. The device was reprogrammed to vdd pacing mode. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.